Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator and right ventricular lead. No information regarding intervention or adverse patient consequences was reported.

Event description:
New information received notes that high defibrillation impedance was noted and programming changes were made. No adverse patient consequences were reported.